Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead displayed noise, oversensing and a jump in pace impedance measurements from 500 ohms to the 1700-1900 ohm range. A chest x-ray was performed which did not reveal any issues. It was suspected that the respiratory rate trend (rrt) signal was being oversensed. The device was reprogrammed to rrt off with resolution of the clinical observations. The system will continue to be monitored.